Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found leakage of the bd intima-ii¿ closed IV catheter system between the catheter and hub. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Samples received and were decontaminated by eo. Actual returned sample evaluation. Did the returned sample show the reported defect? No. Unconfirmed. Bd was not able to duplicate or confirm the customers indicated failure mode. Root cause: check extension tube, catheter and catheter adapter, no abnormality found for the extension tube, catheter, and catheter adapter of the returned sample. 45 psi leakage test was performed on the returned sample, the test qualified and no leakage was confirmed. Was the product within specification? Yes. DHR investigation performed: mfg date of this lot is may 2017. Qty is 136k in auto-line 3. No similar abnormality found in DHR. No CAPA or corrective actions are needed at this time.